Event description:
It was reported that the patient who is implanted with an indirect decompression spacer was doing extremely well until a few weeks ago. After completing several blocks as well as radiographs, it was determined that the spacer should be removed and replaced with a static fusion device. The radiographs indicated that the spacer was still in the original position as when it was originally implanted. The patient underwent a procedure where the indirect decompression spacer was successfully explanted without complications. Upon explant of the spacer there did not appear to be any malfunction or damage of the device. Patient was discharged in good condition. The explanted spacer was retained by the facility and will not be returned for analysis.